Manufacturer narrative:
The serial number of the customer's cobas c 503 analytical unit (B)(6). The field service engineer (fse) inspected and cleaned the analyzer; checked and aligned the sample and reagent probes; and checked and adjusted the rinse water. He verified the analyzer's performance with a successful precision checks and the customer performed successful qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant hemoglobin a1cdx gen. 3 assay result from one patient sample tested on the cobas c 503 analytical unit the initial result was 6.0%. The repeat result was 4.9%. The repeat result was deemed correct. The physician deemed the initial result too high for the patient's clinical picture, prompting the patient's sample to be rerun.

Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had abnormal aspiration and abnormal liquid level alarms. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The event's cause could not be determined. The investigation did not identify a product problem.